Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained oversensing episodes was observed. The physician elected to make any programming changes fir the moment. The patient's condition is fine.